Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2016, requesting to make (the device) smaller. They noted that it never felt like it fit in their stomach. It was not their first implant, but was the most painful. It caused them "so much pain" in their stomach from poking out. They also stated that it had "been out" since (B)(6) and they were much more comfortable with no pain.